Event description:
It was reported that the inflatable penile prosthesis (ipp) was only pumping three times and then the pump does not refill. The physician evaluated the device and attempted to troubleshoot the issue, but there was no resolution. The physician suggested a replacement surgery. There has been no surgical intervention performed and there were no patient complications reported.